Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external/exterior visual inspection was performed and passed. Test transmitter voltage was performed and failed. A review of the share logs was performed and signal loss over one hour for serial number (B)(6) was not found within the investigation window. The allegation was undetermined. The probable cause was transmitter, reported allegation not found. The reported event of signal loss over one hour is reportable because the investigation window does not reflect the alleged device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.